Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 490 mg/dl on (B)(6) 2018. Symptoms that were reported at the time of the incident included nausea. The customer was treated for high blood glucose via insulin pen. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting for the high blood glucose was provided but not resolved. The insulin pump will not return for analysis.